Event description:
A patient service representative (psr) called in to zoll lifecor customer support to report that he picked up a system from the depot, and monitor would not power on. The psr stated that he tried to power on the monitor with multiple batteries and was unsuccessful. Support issued the psr a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (monitor unable to power on) has been confirmed. As received, the monitor was found to have defective components. The flash memory chips (components u102 and u105) were corrupt and needed to be replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the corrupt memory. The patient service representative was provided with a replacement monitor.